Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed and user was unable to recover drawer 3.1. Initially, the station displayed a black screen and produced a clicking sound. A reboot was attempted, but the issue persisted. After the customer unplugged drawer 3.1 from the station, the station was able to boot up normally. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to recover. A field service engineer found that the station displaying a black screen. The customer had isolated the issue to main drawers 3.1 and 3.2 and disconnected the pyxibus cable so the station could power on and determined that the drawer controller for drawer 3.1 was defective. The drawer controller was replaced, and diagnostics verified that the drawer functioned properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.